Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels and a blank display. Customer¿s blood glucose at time of incident was 400 mg/dl and current blood glucose was 53mg/dl. Customer reported they had a back-up plan available and treated by shot using a syringe. Customer stated her blood glucose were 151mg/dl when she woke up. Later she was at 200mg/dl and she bolused. When she checked later the blood glucose value was at 53mg/dl. Insulin pump will not be returned for analysis. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction.